Manufacturer narrative:
This investigation is not complete. The trends will be evaluated. This report will be updated when the investigation is complete. The event occurred in (B)(6).

Event description:
Allegedly the patient was on a walk when he heard a crack in his hip and he fell. X-rays in the hospital showed a broken neck. Revision surgery took place.